Event description:
In 2008, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, there was a reintervention. The physician stated the ima was sealed during the reintervention. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional device involved.